Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that keypad on insulin pump were not responding. Customer¿s blood glucose was 242 mg/dl. Customer stated that time advances when observed for one minute. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.